Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and did not deliver pacing when required. The lead was surgically abandoned and a new ra lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.